Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise reversion and ataf episodes. The patient was not symptomatic. No additional information was available at this time.